Event description:
It was reported through the lvis pas clinical study that 3 days post implantation of the intraluminal support stent, the patient experienced posterior circulation strokes (cerebellar strokes), which was assessed as related to the procedure and to the study device. The patient was administered intravenous tpa. After receiving IV tpa, the patient symptoms quickly improved. 24 hours post tpa, CT head showed small 5mm intraparenchymal hemorrhage (iph) in the right parieto-occipital region. 6-hour follow-up cth was stable. The patient was evaluated by physical therapy (pt), occupational therapy (ot), speech-language pathology (slp), and a physical medicine and rehabilitation (pm&r) physician. Patient was cleared for discharge home on (B)(6) 2017. Outpatient speech-language pathologist (slp) was ordered. The patient's exam improved significantly over their period of stay.

Manufacturer narrative:
Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to the reported event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date. The lot number was not provided; therefore, a search for production-related ncrs could not be performed.